Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that the axsym folate reagent cap failed to open. A probe crashed occurred due this issue. There was no impact to pt mgmt reported.